Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device reposition due to skin over device. Upon review, the pulse generator had now eroded through the skin. Whole system was explanted. The patient was stable after the procedure.